Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: the product was returned for evaluation. Upon visual analysis of the returned product revealed that one opened sample product code sxpp1a405 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips and has a side of the fixation tab broken. It should be noted that a 100% inspection is performed via an automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The product code sxpp1a404 contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested, and the following was obtained: can you please clarify if the reported events (fixation feature detached & suture breakage) happened before use on patient (pre-op), or during use on patient (intra-op)? According to feedback from the sales, it happened during use on the patient.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the reported events (fixation feature detached & suture breakage) happened before use on patient (pre-op), or during use on patient (intra-op)? A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a scoliosis surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was found detached and the barbed suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.